Manufacturer narrative:
Zimvie complaint number (B)(4). . H11: d10 - medical product - tsx implant, 3.1mmd, 10mml catalog #: tsx31b10 lot #: 1269082.

Event description:
It was reported that the implant at tooth site # (B)(6) has fractured screw. Patient not affected. Requested items 2223 and 2224. Screw is broken in the threaded portion of the implant.